Event description:
It was reported that the patient¿s implant was very painful and it ¿cuts itself off¿ and was flipped. The patient stated it was causing an issue with the movement of their leg. The patient had pain near their kidney, generally in the implant area and it went down both legs, and hurt the patient on the outer thighs. The patient initially said it had been a couple of months, but then later said longer, perhaps since (B)(6) 2014. An x-ray was done on (B)(6) 2014 to confirm a flipped implant and again on (B)(6) 2014. The patient was scheduled for device removal on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ajqh, implanted: (B)(6) 2013, product type: lead. (B)(4).